Manufacturer narrative:
Other, other text: additional information: d5, h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that two pumps were giving high pressure error. The cassette was changed on one of the pumps and it fixed the error, but then gave the high pressure error shortly after changing. The patient changed the tubing and cassette and the pump was able to continue the infusion. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. There was a backup device and the patient was able to continue infusion. This is a continuous infusion. Additional information (patient details) was provided by the distributor of the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.